Manufacturer narrative:
A review of manufacturing history shows product was released without anomaly. A review of complaint history shows no other complaints for this part or lot number. Waiting on the returned device to complete the investigation. A follow up report will be sent once the investigation is completed. Nanovis is continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported a patient underwent an initial spinal fusion procedure on (B)(6) 2019 utilizing a forticore plif spacer. Subsequently the patient underwent a revision procedure on (B)(6) 2019 due to migration. Current information is insufficient to permit a conclusion. Upon examination of the returned device a follow up report will be sent to the FDA.

Manufacturer narrative:
It should be noted the surgeon communicated to the sales associate that a larger size could have been used in the initial procedure (10mm x 28mm x 10mm 6 degree). It was confirmed a larger size was used in the revision procedure (12mm x 32mm x 11mm 6 degree).

Event description:
It was reported a patient underwent an initial spinal fusion procedure on (B)(6) 2019 utilizing a forticore plif spacer. Subsequently, the patient underwent a revision procedure on (B)(6) 2019 due to migration. This follow up report is to provide an update on the MFR report # 3009446038-2019-00002. The explanted product was discarded at the user facility and will not be returned for evaluation. Since the explanted product could not be evaluated a conclusive root cause for the event could not be determined.